Event description:
It was reported that the patient received a dose of ansef during the procedure at 7:44 am. A tourniquet was inflated at 8:07 am. The cbcii was placed in the operating room and started in pacu at 9:56 am. The patient exhibited an allergic reaction (hives, itching) at 10:10 am. A dose of steroids was administered at 10:18, 10:20 and 11:00 am. It was stated that the allergic reaction could have been due to the ancef being re-introduced into the patient's blood stream from the re-infusion. According to the account, no blood had been infused during the procedure. There is no continuing treatment expected for the patient as a result of this event.

Manufacturer narrative:
The device was discarded at the account. The account could not supply the lot number, so the device history record could not be reviewed. The investigation is ongoing and a follow up report will be filed when the investigation is complete.